Event description:
It was reported that this right ventricular (rv) lead exhibited no capture at max output. An x-ray and fluoroscopy were performed, and a perforation was noticed. It was also noted that the patient experienced sudden chest pain. This right ventricular (rv) lead was successfully explanted, and the physician decided not to replace it. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited no capture at max output. An x-ray and fluoroscopy were performed, and a perforation was noticed. It was also noted that the patient experienced sudden chest pain. This right ventricular (rv) lead was successfully explanted, and the physician decided not to replace it. No additional adverse patient effects were reported.